Event description:
It was reported that the 9800 system was unable to save images to the system hard drive. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated corrupt software on the hard drive. Reloaded backup software. The system was tested and found to be working as intended and placed back into service.